Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0501 captures the reportable event of feeding tube detached.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used in the stomach during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2024. During the procedure, when it was attempted to pull the introducer part of the push type peg it separates off of the silicone tube. A photo was provided by the customer and showed that the transition joint between the peg tube and the introducer dilator was separated. The procedure was completed with another endovive safety peg kit push method. There were no patient complications reported as a result of this event.